Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The suture broke during the procedure. A like device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion : the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The returned sample was found to be out of specification. The evaluation found strong deformation marks from the swage process on the swage of the needle and the end of the suture and thread residue was found inside the needle hole. The evaluation found evidence of breakage caused by traction.